Event description:
Complication occurred with the pt during a volunteer training study. Customer states that the volunteer for the training study for the impedance study has reported blistering rashes and swollen throat. Customer states the volunteer is allergic to the opa (ortho-phthalaldehyde) cleaning solution used by the hosp/facility to clean the catheter. Catheter was removed from the pt with no issues. (B)(6). Customer called on (B)(6)2015 for follow-up on the pt, no response. Pt is recovering well. He had taken 40 mg of prednisone. He was feeling better after an hour of taking medicine. Today he is fully recovered. Pt is male, (B)(6).

Manufacturer narrative:
Pt allergy to cleaning.